Manufacturer narrative:
(B)(4). Visual inspection of the returned item # 42527400710, lot # 63863367 found it to exhibit signs of repeated use nicked / gouged, is fractured on the medial side of the post feature. All pieces were returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a tasp was returned fractured on a worn instrument claim form. This instrument was found broken on the rep¿s shelf at an account. There was no known patient involvement.